Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a wound under her breast from the rubbing of the electrodes. The irritation was red and about the size of a silver dollar. It was reported that at one point, the wound was open and bleeding. The patient reported that her doctor put gauze on the open wound and that her nurse was regularly cleaning the wound and putting gauze on it. The patient reported that the wound had healed. There was no allegation that a device malfunction caused or contributed to the reported wound.